Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 97754 lot# serial# (B)(4) implanted: explanted: product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins). The patient reported that their charge use to last 8-10 days but now only lasts 4-5 days before the battery goes dead. The patient states that they have periodically adjusted the stim but typically down. The patient also reported that their ins doesn¿t seem to fully charge; after 4-6 hours of charging they see a thermometer icon (heated antenna) and the ins shuts off. The patient was instructed monitor their device and follow up with their health care provider. The patient noted that their last ins (B)(4) wouldn't hold a charge over 3 days, so it was replaced with a new ins (B)(6) 2016.the patient stated that it was for normal battery depletion. There was no indication of patient harm. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.